Event description:
Initial glucose result of 367 mg/dl was repeated on the same sample and recovered 74 mg/dl. Patient sample was rerun on another integra system and recovered 69 mg/dl. No information provided if results were used to guide therapy. Field service representative verified the quality control materials recovered within range before and after the reported incident. He ran performance check tests and analyzer diagnostics, all results recovered within specifications.